Event description:
It was reported that there was normal implantable neurostimulator (ins) battery depletion. It was noted that there was a possibility of a shortened ins life because of a possible poorly placed lead resulting in higher amplitude requirements. The reporter stated that at a procedure the day of the report the lead and ins were removed and the patient received a new lead and ins. It was reported that the old lead wasn¿t defective and there was speculation that there was poor placement. It was noted that the patient had not had good therapy, there was on and off stimulation over time, and faint stimulation at times resulting in ¿not much symptom control.¿ the reporter stated that on the day of the report the patient had good stimulation at acceptable settings. It was later reported that there were no product defects involved and the complete existing lead that was removed appeared to have dislodged. It was noted that this likely depleted the battery. A pre-operative check of the device was done by the physician¿s office and showed that the battery was drained.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v767679, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).